Manufacturer narrative:
Tandem¿s t:flex pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Blood glucose level was 230 mg/dl. Reportedly, the customer intentionally remained connected during the fill tubing step and delivered 60 units of insulin while connected. Tandem technical support educated the customer on the proper load instructions. The customer acknowledged the information and declined additional assistance.